Event description:
FAILURE TO OSSEOINTEGRATE.

Event description:
Failure to osseointegrate.The material number updated. The corrected information is provided inthis follow up report.

Manufacturer narrative:
The material number updated. The corrected information is provided inthis follow up report.